Event description:
It was reported that the patient had a roux en y procedure and subsequently developed a hematoma. The patient was readmitted and the hematoma repaired. The hematoma occurred on the remnant side.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what color cartridge used to create pouch? Were there any staple formation issues throughout the care of the patient? How was the bleeding identified? How was the hematoma addressed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was provided: what color cartridge used to create pouch? She uses gold with ech60r for her entire pouch. If she has a short length remaining on the last firing, she uses a blue with no reinforcement. Were there any staple formation issues throughout the care of the patient? No how was the bleeding identified? Not known how was the hematoma addressed? Taken back into surgery.